Event description:
It was reported that during various procedures, the physician has encountered difficulties withdrawing the balloon catheter over the guide wire following use. This has occurred with 3 or 4mm sterling balloon catheters, and he has noticed the issue with another manufacturer's .014 guide wires. The physician then uses force to withdraw the catheter. This occurs only on monorail products. No device breakage or pt symptoms/injuries have occurred.

Manufacturer narrative:
The complainant indicated that no devices will be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.